Event description:
From the call center: I have the enterra 2 device and dr turned up the voltage. I have a jolt and stomach moves if this is turned on. Is this normal? I am waiting for the dr to call me back. Patient is complaining of feeling stimulation. She is going in to have a CT scan today. Going to have a visit with dr. (B)(6) to go over options once results come back.